Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01436. This report is being submitted as additional information. Approximate age of device- 3 years and 3 months. Manufacturer's investigation conclusion: the report of driveline fault alarms was confirmed. The log file collected from the returned system controller contained approximately 17 days of data from (B)(6) 2018, per the time stamp. Driveline fault alarms were recorded between (B)(6) 2018 and were the result of the phase 1 values being attenuated. The phase 3 values were also elevated between (B)(6) 2018. The remainder of the log file was unremarkable and the pump speed was recorded at the set speed throughout. On (B)(6) 2018 the driveline was disconnected and the controller was powered down. The returned system controller produced a driveline fault alarm while operating on a mock circulatory loop. Additional testing revealed increased resistances across both the controller's phase 1 and phase 3 connections. The reported driveline fault alarm can be correlated to increased resistances in the driveline connector of the returned system controller. Similar events have been identified related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm and actions have been taken to prevent re-occurrence. The returned system controller was manufactured prior to the implementation of the corrective action. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the driveline was bending at the system controller connection point. The patient states having to sleep a certain way to avoid vad alarms. During system controller history interrogation, numerous driveline fault alarms were observed. A system controller change was performed, and x-rays submitted to the manufacturer¿s technical services appeared unremarkable. On (B)(6) 2018 manufacturer¿s technical services representative arrived onsite for a driveline evaluation. Phase interrupter tests were performed and no open wires were found. The patient was tethered on a grounded power module patient cable and the driveline was palpated from the distal end to the exit site without issue. The manufacturer¿s technical services representative reviewed the submitted log file on the primary system controller and there were no unusual events seen within the log file. The driveline disconnect events displayed in the file occurred due to disconnecting and reconnecting the driveline for the phase interrupter testing. No additional information provided.